Event description:
It was reported that post implant procedure patient's atrial lead exhibited loss of capture, loss of sensing and phrenic nerve stimulation. It was noted from x-ray that the lead was dislodged. Programming changes were made. There were no patient conseqeunces.